Event description:
It was reported by service report that the head end brakes could not be engaged. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Rue ring cotter clevis pin.